Event description:
About twelve weeks post implant, during the patient's routine device check atrial lead displacement was found. It was noted that there was a low p-wave and an increase in atrial threshold. A chest x-ray was performed showing that the leads are in proper position. No actions were taken as the patient will have increased monitoring. The patient is enrolled in the (B)(6) study. The atrial lead remains in use. No patient complications have been reported as a result of this event.